Event description:
Pump declared an altitude alarm 21, but there was no adverse impact to the customer's blood glucose level, keeping it below 500 mg/dl. The issue occurred earlier in the day, but the customer's insulin was not suspended due to the altitude alarm. Technical support provided tips for preventing altitude alarms, which the caller understood and acknowledged. The customer was able to resume using insulin with the original cartridge, requiring no replacement.